Event description:
It has been reported to philips that, system would not booting up. Patient was moved to another room. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and found that the system would not boot up. The fse performed system troubleshooting and found that the md20 power unit was bad as there was no dc output. The fse replaced the power supply module to resolve the issue. After the replacement, the system was returned to use in good working order.